Manufacturer narrative:
Correction: a1 patient identifier : none. B5 describe event or problem: it was reported that a spectrum pump alarmed false upstream occlusion during trialed at the intensive care unit (ICU). There was no patient involvement. No additional information is available. D10 concomitant product (1): n/a. H6: f27. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch (B)(4) for this event.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.